Event description:
It was reported that during a ureteroscopy procedure, a guide wire coating detachment occurred. The procedure was being performed for removal of an unspecified stone in an unspecified ureter. The physician advanced 0.038 amplatz guide wire but "found it difficult to get to the stone" due to the pt's "tight anatomy". At an unspecified time during the procedure, some of the flexible sheath coating detached from the guide wire and exposed the core of the guide wire. A forceps was used to remove all detached pieces of the coating from the pt. It was not known how the procedure was completed, however, it was noted that the pt experienced "no adverse effects".